Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that esc and act key had not feeling of pressing. Customer¿s blood glucose was unknown. Insulin pump will not be returned for analysis.